Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis the investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery (lcx). A 3.00mm x 12mm emerge¿ balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 10 atmospheres; however, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.0x15mm non-bsc balloon catheter. No patient complications nor injuries were reported.